Manufacturer narrative:
Concomitant medical products: 423-03 lead, implanted: (B)(6) 1995.

Event description:
It was reported that the patient experienced endocarditis and growth on leads. The implantable pulse generator (ipg) system was explanted. A temporary pacing lead was placed and connected to the device externally to provide pacing support until a new system could be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.